Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. Occurrence of cardiac tamponade. Timing was during pulmonary vein (pv) isolation. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was with 8ml from 0 to 30w, 15ml from 31 to 50w. Cf monitoring methods was dashboard and vector. Coloring settings for visitag was tag index. Additional filters for visitag was fot. There were no abnormalities observed prior to and during use of the product. Additional information was received. Physician¿s opinion on the cause of this adverse event was the procedure. Patient outcome is unknown at this time. Correct catheter settings were selected on generator and pump was switching from "low" to "high" flow during ablation. No error messages observed on biosense webster equipment during the procedure.